Event description:
Co received a report that during an eval of the unit for a dark display, the biomedical engineer noticed that the speaker wire was broken off of the speaker, therefore the unit did not provide an audio tone. There was no pt harm or medical intervention reported.